Event description:
The customer reported that the sys produced uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray button was replaced during the service call. The system was tested and found to be working as intended and put back into service.